Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: 2021.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.